Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient reported external equipment couldn't find the implant and therefore she wasn't able to charge implant. Patient said this had been going on for 'about 4 months' and was unsure of the year saying that it could've started in (B)(6) 2020 or in beginning of 2021. Patient said that she had told her hcp about the issue and was redirected to speak with insurance because insurance was thinking if the patient couldn't get implant to charge then the implanted device would need to be replaced and if that was the case then patient would need to talk to the manufacturer about replacing the implant under warranty. It was reviewed that external equipment should be assessed first. During call patient took battery pack out of controller, contacts inside battery compartment and on battery pack looked good, pins inside controller port looked good. Controller connected with implant wirelessly and showed "(implant) battery empty, cannot provide stimulation recharge your implanted device". When rtm was connected the controller screen didn't change or recognize that rtm was plugged in. Patient had to click into the batteries screen and click recharger and then "no device found, retry/recharge" came up, clicking recharge didn't resolve. Patient got to the 'position the recharger over the highest number screen' and all numbers showed zeros then relay box in rtm cable and connection point between rtm paddle and cord got extremely hot. The issue was not re solved. An email was sent to the repair department to replace the device. Pss emailed repair to send patient new rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found the device had to be scrapped as there was a recharging antenna failure (no device found screen). This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.